Event description:
The hcp reported that the pt experienced withdrawal symptoms requiring an e.r. Visit. The pump was inadvertently turned off by previous hcp. The pump was stopped for 121 hours. The hcp reported that the pt did not have an MRI, but did have a routine xray. Specific withdrawal symptoms were not reported. No device troubleshooting was performed. The pump was restarted; then refilled and reprogrammed 2 days later. The pt recovered without sequela.